Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with a competitor right ventricular (rv) lead exhibited a high pacing lead impedance measurement of more than 2,000 ohms. Additional information was received that the patient was seen one month before the alert and the pacing impedance measurement was in normal range. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.